Manufacturer narrative:
Additional information received indicated the patient expired on pod20. The cause of death was reported to be the widespread multiple cerebral infarction. Per medical opinion, the death was related to the tavr procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h10: narrative text. As reported by our affiliate in japan and through an article, ¿cerebral infarction due to dispersal of aortic atheromas detected by transoesophageal echocardiography during transcatheter aortic valve implantation.¿, a case of a patient in whom the dispersal of aortic atheromas was monitored by tee during tavi was presented. The report demonstrated the importance of preoperatively predicting embolisms from aortic atheromas in patients with severe aortic stenosis. During a transfemoral tavr procedure, tee revealed that the aortic atheroma was sheared by the device, and that some part of the atheroma was dispersed during the passage of the device. After tavi, CT scan of the head was performed owing to seizures and disturbances in consciousness, which showed low-density areas in multiple bilateral lesions of the cerebellum, occipital lobes and parietal lobes. While the patient was undergoing intensive care, his condition was complicated by recurrent pneumonia, acute kidney injury and heart failure. The patient expired from sepsis about 1 month after the tavi. Reference for article: koga m, izumo m, tanabe y, et al. Cerebral infarction due to dispersal of aortic atheromas detected by transoesophageal echocardiography during transcatheter aortic valve implantation. Bmj case reports cp (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (calcification on the greater curvature side of the aortic arch, moderate-severe valvular calcification), in addition to procedural factors (manipulation of the devices), likely contributed to the detached/mobile plaque. Post valve deployment, the mobile plaque was observed ¿adhered¿ to the deployed valve; however, following the defibrillation for paf, the plaque was not observed on tee. The execution of the defibrillation may have dislodged the plaque. Procedural factors (dislodged plaque), in addition to patient factors (advanced age ¿ 90 years, valvular calcification) may have contributed to the widespread infarct observed on pod1. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), prior to the transfemoral tavr procedure, calcification was noted on the greater curvature side of the aortic arch. During the manipulation of the commander delivery system, the plaque in the aortic arch was detached and ¿floating¿. The procedure was carefully continued so not to interfere with plaque while advancing the delivery system no significant resistance was noted during the advancement of the delivery system. To the aortic valve. During the positioning of a 29mm sapien 3 valve, the blood pressure (bp) was dropped. The valve was positioned 60:40 aortic/ventricular (a/v) and deployed in a final 80:20 a/v position as intended. Post valve deployment, wall motion was not confirmed, and the bp did not recover. Percutaneous cardiopulmonary support (pcps) was initiated. The bp recovered after initiation of the pcps: however paroxysmal atrial fibrillation (paf) was observed. Tee revealed the released plaque was ¿adhered¿ to the sapien 3 valve. However, following the execution of the defibrillation (dc) for the paf, no plaque could be confirmed on tee. There was concern that the plaque may have migrated, and the possibility of a cerebral infarction was considered. The pcps was removed in the operation room, and an intra-aortic balloon pumping (iabp) was initiated. The patient was transferred to the ccu, intubated. On postoperative day (pod) 1, the iabp was withdrawal. A ¿widespread infarct¿ was observed on CT. At the time of the report, the patient remains intubated and under observation. The native annular diameter measured 26.4mm by tee with a valve area of 580.0mm2. Moderate-severe valvular calcification and mild aortic root calcification was reported.